Manufacturer narrative:
It was reported that upon switching the disposable to another cardiohelp device during treatment, the customer was not able to achieve flow. Additionally, they stated that the could not hear the magnet of the pump spinning. After transferring the disposable back to the original unit and trying again to switch to the affected device, the device showed the alarm ¿pump disposable error¿. The patient was again transferred to the original unit and treatment was continued. The cardiohelp was invetigated by a trained cardiohelp biomed technician from customer. The trained biomed technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and the error message "pump disposable error - stop" could be confirmed on the reported date of event. Further, as a result of the pump disposable error a pump stop and no flow signal is logged in the provided log files. As no getinge technician was on site, no exact root causes could be identified. Investigation for the reported failure "pump disposable error": a probable root cause for the failure ¿pump disposable error¿ is that the rpm were not turned down to zero before attaching the hls set at the second try. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the instruction for use (IFU) where it is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore in the IFU( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference to the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. Investigation for the reported failure "no flow": the most probable root cause could be the error message "pump disposable error - stop" which causes a pump stop and therefore no flow could be achieved. However, according to the risk file v24 of the cardiohelp the following root causes can also lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor disturbed. Bubble sensor not plugged but recognized. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). Referring to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-09-04 for the period of 2014-01-28 to 2023-09-01. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-28. Based on the results the reported failures "no flow" and "pump disposable error" could be confirmed, but not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that upon switching the disposable to another cardiohelp device during treatment, the customer was not able to achieve flow. After transferring the disposable back to the original unit and trying again to switch, the device showed the alarm ¿pump disposable error¿. The patient was again transferred to the original unit and treatment was continued with a delay. No harm to any person has been reported.